Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call prime/fill anomaly. Blood glucose at the time of incident was 74mg/dl. The customer state the she pinches the tubing so the insulin does not squirting out during prime. The customer states the "screw" does not seem to detect the reservoir. Troubleshooting inquired if customer recalls if the top of the reservoir were wet with any liquid prior to connecting the tubing connector to the reservoir. The customer removed the reservoir strait out. The customer is unsure if there is a gap between the piston and reservoir. The customer will inspect with new set. The customer states it did not notice the insulin continued to drip after letting go of the act button. There was no compromised force sensor alarm noted and the drive support cap appears intact. Troubleshooting was not able to resolve the issue. The customer states the reservoir volume did not match the reservoir value on the screen. The device will not be returned for analysis.